Event description:
Meter name: one touch basic original. Strip name: lifescan one touch. Meter code: unknown, strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported they were seen by their dr. Their meter allegedly would only prompt clean test area. The result on their meter was unknown. The result on the dr's meter was unknown. It is unknown if there was a comparison performed. Customer reported a blood glucose reading of 67, it is unknown as to whether it was on customer's meter or dr's meter. Treatment was unknown. No further has been reported.